Manufacturer narrative:
Conclusion: user error contributed to event (the device was advanced with force).

Event description:
Device evaluation: the distal tip was flared. There was slight misalignment of struts between the 10th and 11th distal stent segments.

Event description:
The physician attempted to deploy an endeavor resolute 3.0 x 24 mm drug eluting stent. The target lesion was calcified, 30mm in length with stenosis. Initially, a pre-dilatation was carried out using a balloon proximal to the cx. The balloon was inflated to 18 atms. The stenosis was reduced from 80% to 70%, following pre-dilatation. There were no abnormalities noted during inspection of the device prior to use. The endeavor resolute stent was advanced and force was used, but it could not cross the lesion. When it was removed, damage was reported to the stent structure. There were no patient complications reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: failure to follow instructions (force was used during the attempt to cross the lesion). Inherent risk of procedure(failure to deliver the stent and stent deformation). Lesion morphology (calcified lesion with stenosis). No results available since no evaluation performed - device not returned evaluation conclusions: failure to follow instructions (force was used during the attempt to cross the lesion). Inherent risk of procedure(failure to deliver the stent and stent deformation). Lesion morphology (calcified lesion with stenosis). Unable to confirm complaint - device not returned. (B)(4).